Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant intermittent atrial undersensing was noted on the right atrial (ra) lead on presenting electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.